Event description:
The physician reported that the believed cause of death was sudep. He noted that there was no relationship between the cause of death and the vns system. The patient passed away on (B)(6) 2013. No autopsy was performed. The patient was found dead after sleeping on the cough with his ¿leg ajar in the position it is in after a seizure¿. The patient¿s concurrent illness was severe congenital cognitive impairment.

Event description:
It was reported that the vns patient passed away due to sudep. The relationship of the death to vns and cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.